Event description:
Medtronic received a report regarding an axium coil detachment failure. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm in the right ic-pc with a max diameter of 10 mm and a 4 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity showed no anomalies. It was reported that there was an axium coil detachment failure. The coil could not be detached even after doing it by force, so it was retrieved. The physician attempted to detach the coil with the instant detacher two times. The physician did not try to detach with another instant detacher. There was one manual attempt made at detachment via hypotube. There was no issue noted with the instant detacher. The device was prepared according to the instructions in the package insert. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 17 microcatheter and synchro guidewire.

Manufacturer narrative:
Hcp information not provided due to country privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the axium framing coil was returned for evaluation within the outer carton; inside of a biohazard bag and a shipping box. There was no instant detacher returned with the coil. Damage location details: the implant coil was still attached to the pushwire. No damages were found with the implant coil. The coin located against the lumen stop. Bend was found at 25.0cm from the proximal end. The pushwire was found broken at the break indicator with the release wire extending out from the proximal end. The break indicator, ai and coupler tubing were found missing and not returned. No other anomalies were observed. Testing/analysis: the implant coil was detached successfully by breaking the hypotube distal to the break indicator. Conclusion: based on the analysis performed, the axium framing coil was confirmed to have "non-detachment" issue as the pushwire was returned with the implant coil was still attached. However, the implant coil detached successfully by breaking the hypotube distal to the break indicator. It is possible that the bend on the pushwire may have contributed to the non-detachment of the coil. The cause for bent pushwire could not be determined. No issues were found during detachment of the coil. Since the break indicator, ai and coupler tubing were not returned; any contribution of the break indictor, ai and coupler tubing to the non-detachment issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.